Event description:
It was reported to philips that during testing the analyzer indicates that only 85 joules were applied when 100 joules was expected. There was no reported patient or user involvement and no adverse patient/user impact.